Manufacturer narrative:
The evaluation of the left ventricular assist system (lvas) confirmed internal percutaneous lead wire damage that would have contributed to the reported event. The pump was returned assembled with the percutaneous lead cut approximately 3.5 inches from the pump housing and the severed distal end portion, measuring approximately 32 inches in length, was returned. The sealed inflow conduit, the sealed outflow graft, and the sealed outflow graft bend relief were not returned. The outlet elbow was returned attached to the pump outlet port. Visual examination of the pump¿s blood-contacting surfaces upon disassembly of the device revealed no evidence of developed depositions or thrombus formations that were present while the pump was supporting the patient. White rescue tape was observed around distal portion of the percutaneous lead near the bend relief and approximately 6 inches -18 inches from the metal connector. Upon removal of the silicone sleeves, breach to the clear bionate and metal braided shield was noted approximately 23.5 inches from the metal connector (12 inches from pump housing). The percutaneous lead portions were tested for electrical continuity in the condition that they were received and did not reveal any discontinuities or shorts. The outer silicone jacket, clear bionate cover, and the metal braided shield were carefully removed in order to evaluate the underlying wires. Visual examination of the percutaneous lead revealed breaches to the insulation of the black, orange, and yellow wires, approximately 12 inches from the pump housing. In addition, an insulation breach to the black wire was also noted on the distal end of the percutaneous lead repair site. The observed wire damage appeared to be the result of repetitive flexing. Significant abrasions to the insulation of the black and brown wires were also noted. However, the remainder of the percutaneous lead was submerged in a saline solution for high-potential testing to verify the integrity of each wire's insulation and this test did not reveal any additional areas of current leakage. If the exposed conductors of the orange and yellow wires made direct contact with each other on batteries, the resulting short to short would have resulted in the speed drop and pump stop that were confirmed through the analysis of the patient's system controller log file. A review of the device history records revealed that the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
The referenced driveline repair was reported under medwatch MFR report# 2916596-2015-01374. Device unique identifier (UDI) ¿ device was manufactured prior to the UDI labeling implementation. Approximate age of device - 4 years, 1 month. The device was returned for analysis. Evaluation is not complete. No further information was provided. A supplemental report will be submitted when the device analysis is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2012. On (B)(6) 2017, it was reported that the patient was admitted to the hospital after the lvad system produced red heart alarms for low speed, low flow, and pump stoppage events. It was reported that the red heart alarm did not appear on the system controller interrogation. In addition, the data also reflected a driveline disconnect event, although the patient denied changed the system controller. These events occurred while the patient was either on an ungrounded cable or batteries. Upon admission, the lvad was running without issue. It was reported that the patient was not a transplant candidate, and that a device exchange was being considered. It was noted that the patient had previously received a distal end percutaneous lead (driveline) replacement on (B)(6) 2015, a clamshell repair on (B)(6) 2016 and is using an ungrounded power module patient cable. On (B)(6) 2017, the patient was admitted with the intermittent alarms that were presumed to be due to driveline compromise. The alarms were occurring on both battery and the ungrounded power module patient cable. The patient was started on a heparin infusion. Additional pump stoppages occurred, and lasted for a few minutes at a time. The patient remained asymptomatic, and was started on milrinone. The patient underwent an emergent pump exchange via subcostal incision with left femoral cardiopulmonary bypass (cpb). It was reported that the patient tolerated the procedure well. No additional information was provided.